Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device displayed error code 120.4630. There was no patient involvement.

Event description:
It was reported that the device displayed error code 120.4630. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed error code 120.4630. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted unable duplicated error code 120.4630. Replaced ail sensor assy for channel error 242.4030. The device was fully investigated and the reported issue was not confirmed. However, during servicing we identified motor stall which constitutes a reportable malfunction. There was no patient involvement. A review of the device history record showed the device had a manufacture date of 30 jan 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.